Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -9.00 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced low vaulting. On 15-jan-2024 the lens was exchanged with a longer length lens and this resolved the problem. The cause of the event was reported as other and unknown.